Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was treated by implantation of two endeavor resolute drug eluting stents- one into the 1st diagonal branch and one into the proximal lad. Approximately 15 months post index procedure, the patient suffered gastrointestinal bleeding and was treated with medication. The investigator assessed this event as not related to the index devices. The patient was on dapt at the time of this event.